Event description:
Boston scientific received information that this right atrial lead was explanted due to high capture thresholds. A new ra lead was successfully implanted. According to the boston scientific field representative no adverse pt effects were noted and the pt tolerated the procedure well. The lead will not be returned for analysis as it was discarded at the tim of the procedure. As no further information concerning this report is expected, our investigation concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.